Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f 100cm infinity catheter¿s hub is faulty as it does not connect to the machine. There was no reported patient injury. Additional information received indicated that the reported product issue occurred prior to use in the patient. The product was not clinically used in the patient. The procedure was an angiogram. The device was stored and handled per the instructions for use (IFU) and the device was stored in the cath lab as per requirements with all other catheters in lab. The device was stored in the cath lab less than a month. The hub was described as it appeared to be tampered with. Observed an oval shape, not round. The device was prepped following IFU instructions. The device has been returned for evaluation. Only one (1 each) catheter hub was found to be faulty in a box of five (5 each). No target lesion/lesion characteristic information was provided. Another catheter was used to complete the procedure successfully without patient injury. No additional information is available.

Manufacturer narrative:
As reported, the 6f 100cm infiniti catheter¿s hub is faulty as it does not connect to the machine. Another catheter was used to complete the procedure successfully without patient injury. Additional information received indicated that the reported product issue occurred prior to use in the patient. The procedure was an angiogram. The device was stored and handled per the instructions for use (IFU) and the device was stored in the cath lab as per requirements with all other catheters in the lab. The device was stored in the cath lab less than a month. The hub was described as it appeared to be tampered with. An oval shaped hub was observed, not round. The device was prepped following IFU instructions. Only one (1 each) catheter hub was found to be faulty in a box of five (5 each). No target lesion/lesion characteristic information was provided. No additional information is available. One non sterile unit of cath f6inf tl im 100cm was received coiled in a plastic bag. Per visual analysis, it was noted that the hub of the unit was received deformed and with marks. No other issues were observed on the received unit. The hub was inspected under microscope and the marks were confirmed. The hub of the unit was sent to sem analysis to try to determine the cause of the hub deformation. Results showed that the hub presented evidence of tool marks and material deformation. It can be noted that the position of the tool marks observed (aligned to the hub compressed area) may suggest that the interaction with the unknown tool may have caused the observed hub deformation. No other issues were found during sem analysis. Dimensional analysis to measure the hub thread od could not be performed due to the deformed condition of the product as it was received. For functional analysis, an attempt to connect a syringe to the received catheter hub was done, however the syringe could not be connected to the catheter hub due to the hub deformation. An investigation was performed by the product engineering team (pet) to determine the possible relationship of this issue with the manufacturing process. After performing a thorough investigation, there is no evidence that indicates that the defect from the complaint sample is manufacturing related. The sem analysis and failure reproduction trials indicate that the hub¿s oval deformation from the complaint could not be generated or inflicted with any of the tools or equipment used in our diagnostic catheter process. Additionally, a 100% inspection of all the hubs is performed once the units come out of the dipper machine, where the oval hub shape defect would be noticed. A device history record (DHR) review of lot 17573571 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub incompatibility/fit¿ was confirmed through analysis of the returned device. The exact cause of the luer hub incompatibility/fit could not be determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However handling factors may have contributed to the issue since the damages noted to the hub suggests a tool compressed the hub. As cautioned by the instruction for use, which is not intended as a mitigation, ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Exercise care when removing guidewires from multiple-curve catheters. Before use, flush all devices entering a blood vessel with sterile heparinized saline or a similar isotonic solution. Keep the catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.